Event description:
It was reported the device did not recognize cassette. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens. The event history log found a record of a 'cassette not attached properly' alarm. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the inoperable downstream occlusion sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.